Event description:
The user and her family reports that her hearing performance is gradually becoming worse so she started to have a greater need for lipreading. The user was explanted. Re-implantation was tried but could not be conducted due to ossification.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the decrease in benefit was caused by a partial migration of the electrode out of cochlea, which was confirmed during explantation surgery. The reported pain and discomfort were likely caused by extra-cochlear stimulation in the middle ear. Further a new device could not be implanted due to ossification inside the cochlea. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user and her family reports that her hearing performance is gradual worsening so she started to feel a greater need for lipreading.

Manufacturer narrative:
Additional information: according to the information received from the field the decrease in benefit was most likely caused by a partial migration of the electrode out of cochlea. The reported pain and discomfort were likely caused by extra-cochlear stimulation in the middle ear. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user and her family reports that her hearing performance is gradually becoming worse so she started to have a greater need for lipreading.

Event description:
The user and her family reports that her hearing performance is gradually becoming worse so she started to have a greater need for lipreading.

Manufacturer narrative:
Additional information: according to the information received from the field the decrease in benefit was most likely caused by a partial migration of the electrode out of cochlea. The reported pain and discomfort were likely caused by extra-cochlear stimulation in the middle ear. Explantation is considered but no date has been scheduled yet.